Manufacturer narrative:
H6: investigation summary bd had not received samples from the customer but one photo was received. In addition, a material number and lot number was not provided; so the investigation was limited. A complaint history check and a device history record review could not be performed without material and lot number. Technical service contacted the customer via email. A review of the photo provided confirms the complaint for hemolysis and poor barrier formation. Multiple factors should be considered to mitigate the occurrence of hemolysis. They include: assuring gentle and complete tube inversions, extended fill time, use of a discard tube, extended tourniquet time, in vivo hemolysis. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. The instructions for use(IFU) for this tube type is included for your review. A good faith effort has been made for additional information and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that after use with an unspecified bd vacutainer® barricor¿ blood collection tubes there was poor barrier separation of sample and hemolysis occurred on 2 occasions. Patient impact was not reported. The following information was provided by the initial reporter: it is reported customer experienced hemolysis and poor barrier separation.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with an unspecified bd vacutainer® barricor¿ blood collection tubes there was poor barrier separation of sample and hemolysis occurred on 2 occasions. Patient impact was not reported. The following information was provided by the initial reporter: it is reported customer experienced hemolysis and poor barrier separation.